Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix l/p may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Device evaluated by MFR: not returned.

Event description:
It is alleged by the attorney that on (B)(6) 2008 the patient underwent repair of a hernia. As reported, a composix l/p, was implanted in patient during this repair. It is alleged that on (B)(6) 2009 the patient "underwent laparoscopic enterolysis followed by open cholecystectomy, culture and sensitivity of the abscesses and drainage of the porta hepatis. During the surgery, massive intra-abdominal adhesions were encountered immediately upon incision through the composix l/p mesh. Adhesions were so tightly adherent to the gallbladder contributing to the cholecystitis and ultimate necrosis of the gallbladder necessitating removal." As reported, the patient continues to experience complications related to the bard/davol composix l/p and will likely require additional surgeries to repair the damage from the composix l/p. It is alleged that the patient suffered permanent injuries, significant pain and suffering, emotional distress, anxiety, depression, disability, impairment and diminished quality of life due to the "defective" bard/davol composix l/p.